Manufacturer narrative:
Device was use for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the plate was received broken in two pieces, both fragments with complaint which included seven screws. Evidence of metal fatigue at the breakage point. The material and the product dimensions near the breakage are within specification. Based on the evaluation, the complaint condition is confirmed, but is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: approximately 6 months after the initial anterolateral thigh flap surgery involving implantation of matrix plate to treat lower gum cancer on (B)(6) 2014, the patient started complaining of unpleasant feelings. During a medical check up on (B)(6) 2014, it was discovered that the plate had broken. Revision surgery was performed on (B)(6) 2014 and the broken plate was replaced. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and there were no issues during the manufacture of the subject device that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR: 04.503.740 ti matrixmandible 7x23 angle recon pl right 2.5mm thick unsterile: lot 7445113. A device history review was conducted. The report indicates that synthes elmira manufactured the pl holding tip for articulating plate introducer, part #04.503.740, and lot #7445113 for 12 pieces processed on elmira work order 3578880 started on july 26, 2013. Initially, the part was inspected and conformed to the synthes final inspection sheet #503fi740, revision ¿j¿. The parts were released to the warehouse on august 5, 2013. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The pl holding tip for articulating plate introducer was made to the synthes drawing p/n 04.503.739, revision ¿a¿, released on october 3, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative break is unknown. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.